Event description:
It was reported that the patient showed signs of pericarditis and the atrial lead was the apparent source of pericardial effusion. The lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however, the analyst noted blood/body fluid on the proximal conductor (not obstructed), and blood in/on helix/lobe mechanism.the outer insulation breached cut, and there was apparent explant damage. The full lead was returned and analyzed.